Event description:
On march 7, 2012, the distributor/reporter claimed the animas pump malfunctioned but did not provide any other detail about the issue. There was no reported patient impact associated with this complaint. The animas representative made several attempts to contact the reporter but he could not be reach at this time. This complaint is being reported due to the alleged pump malfunctioned.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2015 with the following findings: during investigation, the pump powered on and displayed the verify screen. The audible and vibratory alarm features functioned properly. During testing, the complaint of an unusual issue was not duplicated. There was no defect found relative to the complaint. Unrelated to the complaint, a visual inspection of the pump showed that the battery compartment was cracked and the display was found to be dim with discolored text.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.